Manufacturer narrative:
A root cause could not be determined with the information provided. There have been no further issues.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium, potassium, and chloride results on their c501 analyzer. The customer stated there were three samples affected that had to have corrected reports sent. The customer could only provide data for one patient with discrepant results. The customer stated the sample belonged to a patient who had a critical creatinine result called to the floor. The customer did not notice the discrepant results until after they were reported outside the laboratory. The customer discovered the issue based on an erroneous anion gap. The patient's sample was repeated on the same c501 analyzer. The patient's initial sodium result was 153 mmol/l. The repeat result was 134 mmol/l. The patient's potassium result was 5.5 mmol/l. The repeat result was 5.0 mmol/l. The patient's chloride result was 86 mmol/l. The repeat result was 97 mmol/l. The repeat results were considered correct. There were no adverse events to the patients. The sodium, potassium, and chloride electrode lot numbers and expiration dates were requested but not provided. The field service representative could not find the cause and could not duplicate the issue. He checked the overall ise function. He cleaned and adjusted the sipper probes. He ran a precision check. The customer ran tests and quality control within the acceptable limits.